Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of capture at maximum outputs and the patient had syncope. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 3888-28 pain stim lead implanted: (B)(6) 1996, 7495-51 neuro extension implanted: (B)(6) 1996, 7427 pain stim ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 3888-28 pain stim lead implanted: (B)(6) 1996, 7495-51 neuro extension implanted: (B)(6) 1996, 7427 pain stim ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of capture at maximum outputs and the patient had syncope. The lead was capped and replaced. No further patient complications have been reported as a result of this event.